Event description:
It was reported that the device was replaced due to battery depletion. No patient symptoms were reported. The pump was used to deliver sufentanil, clonidine, bupivicaine and baclofen.

Manufacturer narrative:
(B) (4). Final pump analysis revealed that the gears seized - bridging residue. The residue in the teeth of gear 3 meshes with the residue in the pinion of gear 4.